Event description:
It was reported that interment occlusion alarms occurred. Customer changed pump supplies to address the issue. Reportedly, the customer experienced interment blood glucose levels of 500 mg/dl.